Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up is being filed to correct the report date and date received by MFR. Dates on the initial medwatch filed for this complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vapr vue generator, during kneescope surgery, patient injured (burned), not known how long, or who owns the unit. Biomed contact did not have much information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. However, it was reported by the hospital staff that the patient burn was not caused by a vapr product. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported that during a kneescope surgery using a vapr vue generator, patient injured (burned); not known how long, or who owns the unit. Biomed contact did not have much information. Per additional information provided by the sales rep on june 30, 2017, the rep was not present at the time of this particular case/incident. According to the or director it was made clear that the problem was not caused by our electrode after speaking with him at length. On august 2, 2017, in response to the question "will the vapr vue generator be sent to the service center for evaluation?", the rep indicated that the ceo told him the issue was clearly not with our product. The rep was told that after having their conversation, the issue was not with the vapr and that the ceo was going to continue to try and find the problem. Again, the ceo states that it was not a problem with our device.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up to medwatch files 1221934-2017-10321 and 1221934-2017-10321 follow up1 is being submitted to correct the date received by MFR. Date. In the original report, date received by MFR. Dates were incorrectly reported as may 26, 2017 and may 30, 2017. The new awareness date for this correction is jul 7th, 2017 as reflected in the date received by MFR. Date of this report.